Event description:
See manufacturing # 2032545200802694 and 2032545200802697. This was the second capsule attempted for this pt. While placing the bravo ph monitor the capsule would not deploy from the delivery system. When the delivery system was removed from the pt the capsule fell onto the floor. No serious injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (03-december-2007).